Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had air leakage and the degree of deflection was defective. Inspection and testing of the returned device found foreign material in the forceps raiser. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps channel port was deformed, the suction cylinder was discolored, switch 1 was damaged, the electrical connector was discolored, there was a crack on the distal end causing a loss of water tightness, the insulation on the bending section cover was out of standards, the bending angle of in the right direction did not meet standards, the right/left knob had play, the distal end cover had a dent, the adhesive on the objective lens was discolored, the light guide lens was cracked, the distal end was shaved, there was corrosion around the lever arm, and there was foreign material in the forceps elevator. Scratches were found on the scope cover, the switch box, the light guide cover glass, the scope connector, the suction cover, the bending section cover, and the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material remained in the device could not be specified resulting in the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states that insufficient cleaning, disinfection and sterilization of endoscopes can pose a risk of infection to patients and operators who perform the next procedure using the endoscope. ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.